Event description:
The field engineer reported that during a preventative maintenance visit, the sys arced and displayed an overload fault error message. This error message will likely cause the sys to shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The following components were replaced; the high voltage supply regulator board, generator interface board, filament driver, generator driver, x-ray tube, high voltage transformer tank, l1 tuning inductor, c1 and c2 capacitors and generator backplane. The sys was then found to be operating as intended.